Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received a critical pump error alarm. His blood glucose was unknown. During troubleshooting, the customer stated that he woke up the night prior to the alarm and that the display showed an open book icon. The pump was not dropped. He said that the only other messages that he receives is one that tells him to change his set. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error alarm during testing due to moisture damage on the force sensor. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received minor scratched lcd window. Moisture damage was noted on the motor and on electronic assembly on electrical board.